Event description:
The customer reported that the system displayed a generator error message. The system automatically shuts down when this occurs. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The filament was evaluated and recalibrated. The system was tested and found to be working as intended an returned to service.